Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es drawer kept failing. The customer reported that the malfunction occurred while preparing for an o.r. Case and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) tested the drawer, which didn't register as closed. Using diagnostics, the fse determined that the drawer position sensors were failing. The fse replaced the drawer position sensors. Customer recovered the repaired drawer and performed inventories. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ anesthesia station es drawer kept failing. The customer reported that the malfunction occurred while preparing for an o.r. Case and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.